Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Customer alleged that the auto-off feature shut the pump off after a few hours despite pump being set to exceed 12 hours. There was no reported adverse impact to the customer's blood glucose level.